Event description:
It was reported that this brady lead was an attempted lead due to the helix being damaged during a left bundle branch procedure. It was noted that the septum had been perforated. A different lead was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead was an attempted lead due to the helix being damaged during a left bundle branch procedure. It was noted that the septum had been perforated. A different lead was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix housing. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.